Event description:
A customer reported to baxter (B)(4) of a clearlink blood set that had no slide clamp that was initially discovered during priming. The doctor continued on with the administration on a patient without the slide clamp. There was patient involvement however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).a customer sent in an actual sample for an evaluation. The reported condition of a missing slide clamp was confirmed; however the cause of this condition remains unidentified. A batch review was conducted and there were no deviations found during the manufacture of this lot.